Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances; contact 13 had a reading of 40 ,000. Patient had a loss of stimulation. Connectivity impedance check ran. Reprogrammed around the high impedance. Cause is known; patient reports taking a very hard fall while chasing their grandson and ever since the fall, they report they were getting ¿settings unavailable¿ on their remote and the battery usage was not depleting like previously. Patient had a return of pain, issue is ongoing.